Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
The iab was inserted into the pt on 1/6/97. After iabp for 24 hrs, hte iab leaked and the iab was removed on 1/7/97. Event complications: unk - rpt'd 1/31/97. Pt current status: unk - rpt'd 1/9, 1/31/97.